Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007, the patient presented with pre-op diagnosis of: severe degenerative disk disease , multiple level lumbar spine; spinal stenosis , lumbar spine; neurogenic claudication; lumbar radiculopathy; severe structural back pain. The patient underwent following procedures: trans-abdominal extra peritoneal exposure of the spine; mobilization of major vessels; anterior discectomy at l2-3 , l3-4 , l4-5 , l5-s1; anterior lumbar interbody distraction of the collapsed disc spaces at the l4-5 and l5-s1 using sequential wedge distractors; anterior lumbar interbody fusion utilizing peek spacer supplemented by rhbmp-2 and graft matrix at l2-3 , l3-4 , l4-5 , l5-s1 levels; buttress screw and washers at the l2-3 , l3-4 , l4-5 , l5-s1 levels. Other procedure performed were: total laminectomy at l3, l4, l5; partial laminectomy at l2, s1; intrathecal morphine instillation; pedicle screw insertion at l2-s1 bilaterally for fixation of hypolordosis right and left side made by (B)(4); rod insertion l2-s1 for correction and stabilization of spinal deformity. Per op-notes, ¿.. The spacers were cleaned out of all disc material and gradually distracted . Following that , they were grafted with bmp soaked sponges and peek spacers filled with similar material. This was done at l2-3 and l3-4 levels. ..¿

Event description:
It was reported that the patient underwent an anterior lumbar fusion at l2-3, l3-4, l4-5, l5-s1 using rhbmp-2/acs. On (B)(6) 2008, the patient underwent an anterior cervical fusion at c5-6, c6-7 using rhbmp-2/acs. Following the surgeries, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth and inflammation. The patient has received significant medical treatment to care for the injuries caused by the fusion surgeries. The patient has never recovered from his surgeries, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.